Manufacturer narrative:
Event description: this is a conversion from cc182824. Initialy it was reported that the device is defective. It was now reported that during 3 zen surgery the pump broke. First it showed a pressure problem and then shut down completely. An arthrex sales representative was trying to fix it, but without success. The reported event was confirmed. The service evaluation revealed a worn out inflow motor.

Event description:
This is a conversion from cc182824. Initialy it was reported that the device is defective. It was now reported that during 3 zen surgery the pump broke. First it showed a pressure problem and then shut down completely. An arthrex sales representative was trying to fix it, but without success. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a competitors device . It was not necessary to switch the surgical technique or do a second surgery. No further information received.